Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Use residue was observed on the sample. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the 6cm and 7cm depth markings. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split exhibited a granular fracture surface. The cause of the damage is unknown; however, repetitive mechanical stresses may have contributed to the longitudinally aligned split. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that 4fr catheter removed due to leaking near insertion site, post removal a hole was found in the catheter not appearing to have been caused by user error. PICC was removed and replaced. The account mentioned they had another device removed for similar reason recently so two events. Date of first event currently not known but was 'recent'. No other current information is known. This report addresses the first event.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that 4fr catheter removed due to leaking near insertion site, post removal a hole was found in the catheter not appearing to have been caused by user error. PICC was removed and replaced. The account mentioned they had another device removed for similar reason recently so two events. Date of first event currently not known but was 'recent'. No other current information is known. This report addresses the first event.